Event description:
Caller reported false negative urine hcg test using the consult diagnostics hcg cassette vs. Serum and home pregnancy test. On (B)(6) 2011, a (B)(6) female came to the clinic to check on a possible uti. Urine collected in the afternoon and tested as fresh. Customer was tested by a home test kit (unknown) and got two positive results on the same day. On (B)(6) 2011, patient's serum was tested. Quantitative result was 39 miu/ml. Another afternoon urine tested same day using the consult kit and result still negative.

Manufacturer narrative:
Retain testing: lot number: hcg1030291, expiration date: 02/2013. Control lot: 20 miu/ml hcg urine lot: hcg110216-01, 100 miu/ml hcg urine lot: hcg110307-01, 224.5 iu/ml hcg urine lot: hcg110421-01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20 miu/ml hcg urine control at three minute read time. (N=5). The 100 miu/ml hcg urine control yielded clearly positive results at three minute read time. (N=5). The 224.5 iu/ml hcg urine control yielded clearly positive results at three minute read time. (N=5). Verified the product number, product description, lot number and batch record; no abnormal results were found. Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Return investigation: lot number: hcg1030291, expiration date: 02/2013. Control lot: 20 miu/ml hcg urine lot: hcg110216-01, 100 miu/ml hcg urine lot: hcg110307-01, 202.71 u/ml hcg urine lot: hcg110810-01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20 miu/ml hcg urine control at three minute read time. (N=5). The 100 miu/ml hcg urine control yielded clearly positive results at three minute read time. (N=5). The 202.7 iu/ml hcg urine control yielded clearly positive results at three minute read time. (N=5). Conclusion: from return testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls as cutoff and high level were tested with retain and return devices. Results met qc specification. No false negative was observed. Manufacturing batch record review did not observe failure. Unable to identify the root cause without patient specimen analysis in-house. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.